Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was experiencing frequent low flows for over a months. The cad coordinator reported that the pump 'sounds different'. The pt's hematocrit is 21-22, ldh - 218, plasma free hemoglobin - 70, and inr 3.5. The log fie shows an almost continuous low flow state. The power is stable, though, near or slightly below what we would expect to see for the set speed. The pt is not on inotropes. Low flows have been consistent for over the month. The aortic valve was opening with every beat. No clot has been visualized. It was noted that a pump exchange is possible for the pt, but due to the pt's age, current condition, and asymptomatic status, the hospital is electing to wait for a heart transplant.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported on follow up #2 that the patient was transplanted on (B)(6) 2014. However, the patient was exchanged to another manufacturer's pump on (B)(6) 2014.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). Device evaluation: a deposition was found within the sealed inflow conduit during the evaluation of (B)(4). The device was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Examination of the sealed outflow graft and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Evaluation of the sealed inflow conduit revealed a collapsed biological lining within the inflow conduit flex section that extended into the proximal side of the inlet elbow as a tissue-like deposition. Its lack of lamination and the smooth interior of this deposition suggest that it developed as a result of poor surface washing due to a low flow event. Although a root cause for the formation of this deposition could not conclusively be determined through this evaluation, it appeared to have partially obstructed the blood flow path during support, resulting in the constant low flow alarm that was confirmed through the analysis of the log file. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: malposition incurring low flow alarms. Additional information also included indicated that the patient was transplanted on (B)(6) 2014.

Event description:
Additional information was received that the patient's pump was explanted on (B)(6) 2014 due to ongoing low flow issues. The vad coordinator stated that the patient was exchanged to another manufacturer's pump.